Event description:
The customer reports during an endoscopic ultrasound and endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy, stent placement, and balloon sweep procedure (for the indication of cholelithiasis) using an evis exera iii duodenovideoscope with a single use distal cover, the patient experienced a duodenal perforation. The customer states that the perforation was not scope related. The customer provided 3 lot numbers of distal cover that could have been used in the procedure. The distal cover cannot be returned to olympus for evaluation, the reason stated, ¿not scope related¿. When asked if there were any abnormalities in the appearance of the scope or distal cover used in the procedure, the customer responded ¿no, not scope related¿. Additional details provided by the customer: patient underwent elective eus/ercp. Common bile duct stone was noted on eus. Purulent exudate was also seen in the major papula. And her bile duct was moderately dilated. Ercp examination was consistent with choledocholithiasis. Partial removal was complicated with biliary sphincterotomy and balloon sweep. Pancreatic stent was placed in the ventral pancreatic duct and a covered metal stent was placed in the common bile duct. Egd revealed a perforation was found in the duodenum following ercp. Six hemostatic clips were successfully placed with successful repair of the defect. Patient did report mild abdominal pain that has been persistent following the procedure and there was no worsening. Patient is denying any fever, chills, diaphoresis, nausea, or vomiting. Patient has history of chronic obstructive pulmonary disease (copd) and does not report any undue shortness of breath. Patient has history of congestive heart failure (chf) and does not report any dyspnea at this time. Patient has history of hypertension and is on coreg (carvedilol). Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the distal cover used in the procedure.

Manufacturer narrative:
This event has been reported by the importer on MDR# 2429304 - 2022 - 00003. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being updated to provide investigation results. New information is reported in h6, and h10. According to the reported information, the lot information was written as "3927", but there is no such lot in this product, and the lot is unknown. Therefore, the device history record (DHR) for the complaint device could not be reviewed. Olympus does not ship any device that does not meet all design and safety specifications. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: never insert or withdraw the endoscope under any of the following conditions. Patient injury, bleeding, and/or perforation can result. -while the endotherapy accessory extends from the distal end of the endoscope. -while the bending section is locked in position. -insertion or withdrawal with excessive force. -while the image is electronically zoomed using the function of the video system center. -insertion or withdrawal while the forceps elevator is raised. Cause analysis: according to the information reported by the customer, it was confirmed that there was no relationship between the adverse event and the device, and there was no abnormality in the device before and after use. The exact cause could not be identified because the actual product was not returned. From the above information, it is presumed that the perforation of the duodenum was not caused by an abnormality in the device itself, but that the perforation was caused by an unreasonable load in the duodenum depending on how the user handled the device.